Event description:
It was reported that the user experienced persistent low glucose readings around 52¿53 mg/dl despite multiple oral carbohydrate treatments with juice and soda, with no recent insulin delivery, no recent physical activity, no new medications, and no pump-delivered corrections identified. Symptoms included hypoglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information and no findings available, and no specific device component could be implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.